Event description:
It was reported to medtronic minimed that the customer experienced software error. The customer reported no adverse event. The event involved product(s) mmt-7333. Unable to resolve with existing ts/ labeled instructions ¿ issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
"An attempt to reproduce the reported event using guardian - software version 1.4.0 installed on samsung s9+ android 10 with a transmitter was conducted and confirmed the issue is not reproduced. The software did not successfully adhere to the specified requirements and did not performed in accordance with the expectations specified in the software requirements specifications (B)(4) version f. After conducting an investigation, we have identified four types of carelink communication errors in the log file: 1. Timeout error: the request-initiated processing (networkinterceptor: http req onstart), but the app received a timeout exception after some time. Root cause analysis (rca): this behavior is likely associated with the app entering an inactive state in the background. This issue will be addressed in the next release. The esf number corresponding to this issue is: 5033228. 2. Server time request error on initiation: unimplemented exceptions were observed during server time requests. Rca: this issue will also be addressed in the next release. The esf number corresponding to this issue is: 5033228. 3. Network connection loss: the app failed to establish a connection with the server due to communication issues. Rca: this is most likely attributed to problems with the customer's internet connection or device. 4. Socketexception: the app encountered difficulties connecting to the server, possibly due to server-side issues. Rca: following an investigation by the carelink team, they reported no issues from the carelink side. Presently, we do not have immediate solutions for the reported issues. Nonetheless, the upcoming release/s of the guardian application will address these concerns. Afc code: fa21af software anomaly (defect) investigation completion date: 09/may/24 1:17 am " 5033228 guardian 4 system (standalone cgm, guardian zeus) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.